Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report

Event description:
Reportedly, on (B)(6) 2023, the patient underwent cervical (neck) radiotherapy, after which the rv pacing threshold increased. To ensure efficient pacing the ventricular pacing output was increased the patient was admitted to the hospital and a treatment policy will be determined. The device was not irradiated directly. Pacing threshold before treatment: 2.75 v @ 0.35 ms. After treatment: 5.0 v @ 0.35 ms. No change in lead impedance and r sensing. The day after the therapy the threshold came back to previous values.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2023, the patient underwent cervical (neck) radiotherapy, after which the rv pacing threshold increased. To ensure efficient pacing the ventricular pacing output was increased the patient was admitted to the hospital and a treatment policy will be determined. The device was not irradiated directly. Pacing threshold before treatment: 2.75 v at 0.35 ms after treatment: 5.0 v at 0.35 ms no change in lead impedance and r sensing.